Event description:
Patient representative reported that one or more biocell devices caused personal injuries and damages including but not limited to the following: "contracture," baker grade unknown, infection, removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl: mental anguish and fear of alcl, increased risk of alcl, evaluation for alcl, significant scarring, disfigurement, tissue damage, removal of implants, capsulectomy, chronic inflammation, revision, reconstruction, swelling, pain, rashes, itching, , asymmetry, depression, anxiety, panic disorder, posttraumatic stress; post-operative complications; at this time it is unclear if plaintiff was enrolled in any of defendant¿s clinical trials or studies. The following reported events have been deemed not related to the device: chronic headache, ulcer symptoms of ibs, diarrhea/vomiting/nausea, chronic insomnia, significant weight loss and gain, aggravation of underlying conditions and other physical and emotional manifestations that are severe and ongoing. Plaintiff has not been diagnosed with bia-alcl." This record is for the right side. The device has been explanted

Manufacturer narrative:
The events of infection and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection; "contracture", baker grade unknown.